Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for our extraction basket product product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: information was requested regarding the specific model and manufacturer of the basket used during the procedure, but was unable to be provided by the reporter. The reorder number and manufacturer of the basket were unable to be confirmed. Cook endoscopy offers both lithotripsy-compatible extraction baskets and non-lithotripsy compatible extraction baskets. Potential complications/warnings listed in the instructions for use for extraction baskets includes stone impaction may occur, requiring surgical intervention. Information regarding sphincterotomy prior to the extraction attempt was requested, but was unable to be provided by the reporter. In general, instructions for use provided with extraction baskets include a caution that assessment of the stone size and ampullary orifice must be made to determine the necessity of sphincterotomy. If the ampullary opening is not sufficient to allow unimpeded passage of the stone and basket, surgical intervention may be necessary. The instructions for use for extraction baskets instruct the user if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the soehendra lithotriptor handle may be used with lithotripsy compatible baskets to mechanically crush the stone. Prior to distribution, all extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The physician used an unknown extraction basket. During the procedure, the basket became entrapped (impacted) and the patient was sent to surgery. The reporter indicated the basket was not used with a soehendra lithotripsy handle. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. This information was not provided.